Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) battery would not charge. It is unknown the circumstances in which the event occurred. It also unknown if there was patient involvement. However, no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm found that the connector from the battery pack to the base unit was bent. To address the issue the stm replaced the connector and then performed a pm, full calibration and tested the iabp. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) battery would not charge. It is unknown the circumstances in which the event occurred. It also unknown if there was patient involvement. However, no adverse event was reported.